Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Device had minor scratched display window, cracked reservoir tube lip, cracked case near reservoir tube window, cracked battery tube threads and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she was trying to deliver a bolus but the buttons were not responding and the insulin pump alarmed button error. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 179 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.